Manufacturer narrative:
(B)(4). The lot was manufactured from february 6, 2014 to february 8, 2014. Evaluation summary: the actual device was evaluated. Visual inspection of the device did not reveal any abnormalities that could have caused the reported condition. A functional flow rate testing was performed, and the flow rate was found to be within the specification range of the product. The reported condition was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused with a patient at their home. The device was filled with fluorouracil and saline solution totaling 210 ml. The device was primed to confirm flow. The expected infusion time was 46 hours. After 46 hours the device had only delivered approximately 30 ml of fluid. The pharmacist found no occlusions in the administration port or line. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This occurred from (B)(6) 2014. (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.